Event description:
It was reported that the insulin pump alarmed no delivery alarms excessively. The customer's wife declined assistance over the phone regarding the issue. She stated that she did not have much time of speak and disconnected the call. The customer was reached later, and he advised that he wanted to revert back to manual injections and discontinue insulin pump therapy. The customer's wife stated that the no delivery alarm occurred after 3 days of infusion set changes. The caller was advised that the infusion sets were meant to be changed every 2 to 3 days. The blood glucose reading was estimated to have been between 90 and 120 mg/dl at the time of the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.